Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on (B)(6) 2010, and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012, and recurring consistently up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of the pad pak (lot 796). The device detected the fault with the battery and issued the ¿memory full¿ warning message. The pad pak, which contains the electrodes and batteries, is labelled for single use, but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.